Event description:
The reporter indicated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens in the patient's left eye (os) on (B)(6) 2011. The plan is to explant the lens due to a lens wrinkle. Subsequently, the patient experienced glares/halos. An iris suture was required.

Manufacturer narrative:
Evaluation method: work order search, medical review. Results: a lens work order search was performed and no similar complaints were found. Visual inspection of the returned product found no visible damage to the lens. The lens was returned dry. The lens was rehydrated in bss for re-measurement. The lens length was measured and the result of the measurement was compared against the original value and the lens was found to be in specification. Medical review - glares and halos may be noted by patients even if they never had any ocular surgery. This is commonly due to aberrations or irregularities in the cornea. It may be noted more at low light conditions when the pupil is dilated. In icl surgery, the central and mid peripheral cornea is not touched, therefore patients who have glares and halos before the surgery, will commonly retain these symptoms but little or no increase in severity should be experienced since the central and mid peripheral region remains unablated and only a corneal incision with a maximum length of 3.2mm at the temporal peripheral region is made. Glare and halos may also be perceived more due to the increased clarity of vision after icl surgery or if the patient has retained astigmatism. Another factor could also be the effective optical corneal zones (eocz) of the icls, which have a maximum diameter of 6.17 to 7.30 mm depending on the icl powers. This is a design limitation which may create similar symptoms of glare and halos due to the interface of the optical zone and the patient's optical field of vision, which may be noted when the pupil size is greater than the eocz. Glare could also be coming from the peripheral iridectomy when it is too large, incorrectly positioned, or when the upper lid is not covering the superior cornea, exposing the pi. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No, lens not returned. (B)(4).

Event description:
Additional information received - the facility reported the lens was explanted on (B)(6) 2013 and was exchanged for a longer lens, which resolved the problem. The patient is wearing colored contact lens.